Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: an nc emerge mr, ous 3.00mm x 15mm, catheter was returned for analysis. A visual and tactile inspection identified the balloon was subjected to positive pressure and returned in a deflated state. No kinks or damages on the hypotube shaft. A detailed microscopic examination of the balloon material identified a no issues. The inner lumen was stretched and bunched, 4.6cm from the distal tip. A microscopic examination of the distal and proximal markerband identified no damages. No issues or damages were identified on the bumper tip. A leakage testing was performed to inflate the balloon but failed due to contrast media within the inflation lumen. The device was left soaking in the waterbath at 37 degrees. The device was then attached to an encore inflation unit, and the balloon inflated to rated burst pressure of 20 atmospheres with no issues. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion, and the balloon burst. The procedure was completed with a different device. There were no complications reported, and the patient was stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion, and the balloon burst. The procedure was completed with a different device. There were no complications reported, and the patient was stable post procedure.